Event description:
Versajet device had been used for approximately 30 minutes without issue; however during priming, surgeons describe the device "was going faster and faster" without changing any settings, and the device made a loud pop noise, and the cables popped off and separated from the device.